Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident. Anticipated. Required intervention. This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 09-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Prior to the operation, plaintiff went to the implanting physician to discuss options for permanent sterilization. The implanting physician recommended that plaintiff have essure implanted in her fallopian tubes instead of a standard tubal ligation procedure. In or around (B)(6) 2009, plaintiff returned to the implanting physician for the essure procedure. The implanting physician implanted the essure coils into both her left and right fallopian tubes. After procedure to implant the device, plaintiff started experiencing severe constant daily pain, and severe bleeding. Since the device was implanted, plaintiff has also suffered from heavy bleeding, menorrhagia, constant pain, and mental and emotional anguish. After the device was implanted, plaintiff has also suffered from migraines, severe abdominal, ovarian and pelvic pain, sharp, stabbing pain, pain during intercourse. As a direct and proximate result of plaintiffs use of essure, she was forced to undergo a surgical procedure to control the heavy bleeding caused by the essure coils. Plaintiff had a uterine ablation on or about (B)(6) 2013 to control the heavy bleeding. As a direct and proximate cause of plaintiffs use of essure, she was forced to undergo medical procedures to manage her symptoms and has undergone numerous procedures. Plaintiff did not become aware that essure was the cause of her above-described physical, emotional, and medical problems until 2015 when she learned, through internet research, of other women having similar issues. Plaintiff suffered profound injuries, required medical treatment, and incurred and continues to incur medical and hospital expenses. Company causality comment: this spontaneous non-medically confirmed and legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and started experiencing heavy bleeding/ menorrhagia. She underwent a uterine ablation (interpreted as endometrial ablation) to control the heavy bleeding, approximately 4 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 25-apr-2016 (legal claim): on or about (B)(6) 2013, plaintiff began experiencing long, heavier cycles that occurred irregularly and were quite painful. On or about (B)(6) 2013, plaintiff finally sought medical treatment for the unnatural flank pain and irregular, heavy and painful cycles. This pain reached a point that she had a difficult time living a normal and active life. On or about (B)(6) 2013, she underwent an endometrial ablation as an attempt to cure the unusual, painful bleeding and irregular cycles. Plaintiff continues to suffer as a result of these devices and yet to have them surgically removed. Company causality comment this spontaneous non-medically confirmed and legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and started experiencing heavy bleeding/ menorrhagia/long heavier cycles that occured irregularly and were painful. She underwent a uterine ablation (interpreted as endometrial ablation) to control the events, approximately 4 years after essure insertion. These event were considered serious due to their medical significance and are listed in the reference safety information for essure. After essure insertion, genital bleeding, menses pattern changes and dysmenorrhea may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up from 08-dec-2015 (no new information was provided) and 10-dec-2015 (product technical complaint investigation result). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed and legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and started experiencing heavy bleeding/ menorrhagia. She underwent a uterine ablation (interpreted as endometrial ablation) to control the heavy bleeding, approximately 4 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.